Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history record could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that during a procedure, the arterial tuning proximal of the hub allegedly kept buckling and kinking when they run it. There was no reported patient injury.

Event description:
It was reported that during a procedure, the arterial tuning proximal of the hub allegedly kept buckling and kinking when they run it. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The investigation is confirmed for the reported deformation in the arterial extension leg as a slight deformation was observed on the red extension leg near the red hub. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.